Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test due to moisture damage noted in the force sensor resistor. The pump had a cracked reservoir tube lip, cracked battery tube threads, a scratched display window, and a cracked case near the display window corners, which were noted during the visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was receiving a compromised force sensor system alarm on the insulin pump. Customer stated that the pump was shutting off. Customer's blood glucose was 143 mg/dl. Customer stated that inulin was squirting out during the manual prime process. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.